Event description:
It was reported that the patient presented to a wound care specialist as the implant wound never healed properly. The wound care specialist took a culture of the site, and the patient was found with a severe staph infection. Moreover, it was also reported the patient felt their ipg pushing out of their body which was causing severe pain and the inability to walk. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted to address the issue. The patient was also given antibiotics. In a recent update, it was reported the severe pain, the inability to walk as well as the infection had resolved.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: section h6- the health effect - clinical code should have been 1930-unspecified infection and 4561- implant pain rather than 1735 - bacterial infection and 4561 - implant pain based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.